Event description:
While suturing vaginal cuff after laparoscopic vaginal assisted hysterectomy, with 2-0 v-loc suture, the needle broke in two parts, surgeon was able to retrieve one part of the suture needle. They looked for the other needle portion, but it was not found within patient. Retained needle portion seen in abdomen on x-ray. Decision was made retain needle segment as felt there was no way to safely remove it. Vendor informed. Manufacturer response for suture, absorbable, synthetic, polyglycolic acid, v-loc 180 (per site reporter).